Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh, elevate and miniarc were implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009. It was reported that patient underwent mesh removal on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - mesh exposure/extrusion/protrusion. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bowel problems, organ perforation, recurrence, bleeding and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2011 for mesh erosion. It was reported that the patient underwent removal of infected rectovaginal septal mesh on 12/01/2011 for rectovaginal mesh erosion. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).